Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had poor communication on the patient programmer. The patient confirmed the antenna was secure and sync with the ins but that did not resolve the issue. Further information reported that the patient thought the ins had moved. They indicated that it was lower however it did not move around. No fall/trauma was reported that could be related to the issue. Additional information received from the patient reported that the battery was dead and they were having the ins removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.